Event description:
It was reported by service report that the fowler litter was bent and it was leaning to one side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler litter frame.